Event description:
The customer reported a leak underneath the coulter lh 750 hematology analyzer after running qc (quality control). The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated vacuum drift error during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at tubings associated with pinch valves vl4, vl6, vl12a, vl12b, and vl57a. The fse was unable to identify the exact tubing which leaked and proceeded to replace all of the tubings to resolve the leak. Failure mode of the leak is attributed to tubings associated with pinch valves vl4, vl6, vl12a, vl12b, and vl57a. (B)(4).